Event description:
The account alleged the hilow was moving on its own. No injury reported.

Manufacturer narrative:
The account found the left user control module board was shorting out. The account replaced the left user control module board to resolve the issue.